Event description:
It was reported to target during the procedure the coil broke inside the micro catheter at 5mm from the junction, 1mm stayed outside the aneurysm. Pt status is ok, heparin therapy during 3 days after specific treatment. For the sample the customer is waiting the agreement from the french agency.